Event description:
It was reported that during an unknown procedure that air leaked. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/01/2008. Misassembled duckbill. Evaluation summary: the analysis of the h12lp confirmed that the trocar leaked due to a misassembled duckbill. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.